Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an incident has just been lodged in relation to bard product 226516 as per the details below. Nurse attended for scheduled idc change. New idc insertion attempted, nil drainage from catheter, urine bypassing only, this catheter was withdrawn. New catheter inserted, urine sighted, 10mls was then instilled into balloon when bleeding noted and client grimaced. Then attempted to deflate balloon when product appeared to have malfunctioned, only 6mls able to be removed leaving 4mls in balloon. Unable to withdraw catheter. 16 idc faulty. A second was called to assist and they confirmed a faulty idc. An ambulance was called and our client was handed over to paramedics.